Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and tibial artery using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician completed two passes in the target location using the cat7 and lightning. Subsequently, the physician decided to remove the cat7 to place a balloon catheter; however, upon removal, the physician noticed the cat7 to be looped in circles. The physician then attempted to wipe down the cat7 to straighten it out; however, the distal tip of the cat7 broke off on the back table. Therefore, the cat7 was not used for the remainder of the procedure. The procedure was completed using a non-penumbra catheter to drip lytics overnight. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02350: section d. Box 1. Brand name. Evaluation of the returned cat7 confirmed a fracture on the distal shaft. Evaluation revealed that the device was stretched at the fractured location. This indicated that the device was stretched prior to fracturing. If the cat7 is forcefully mishandled during use, the device may become stretched and subsequently fractured. Further evaluation of the device revealed ovalization. This damage was likely a result of forceful gripping or pinching during use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.